Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a no flow condition was not confirmed. Visual examination of the unit showed no signs of blockage that could have caused the reported condition. The device's tubing was reconnected, then the bladder was refilled with dextrose solution to the maximum volume. After fill, prime and flow were readily observed. Flow continued without stopping until the solution was emptied from the bladder. No signs of defect were noted from the infusor device. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report that one (1) infusor device was observed with a no flow observed after filling. There was a flow from pcm but no flow was from the luer adaptor to the patient. No force priming attempted. The device was filled with droperidol, fentanyl citrate, and saline. There was no patient involvement and no patient injury and medical intervention. No additional information is available.